Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a case of a 26 mm sapien 3 in aortic position by transfemoral approach. During the procedure, the valve went down to the left ventricle and patient had to undergo surgery to remove the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - thv embolized into ventricle" was unable to be confirmed due to unavailability of relevant imagery/medical record. A review of DHR and lot history did identify any manufacturing non-conformances that could have potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during procedure, the valve went down to the lv and patient had to undergo surgery." Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Due to insufficient information, a definitive root cause unable to be identified. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.